Event description:
It was reported that the arctic sun device alarming 115 (prolonged warm water exposure). Nurse noted that was difficulty getting patient to targeted temperature (tt). Asking about alarm and additional suggestions for assisting. Water temperature (wt) was consistently 39-40c. Noted good coverage and patient was bundled into the pads. Noted alarm was safety notice to remind them to do their diligent skin check according to their protocol. Patient temperature (pt) was 36.4c, targeted temperature (tt) was 37c, water temperature (wt) was 39.9c, water flow rate (wfr) was 3.1 l/m discussed adding a bair hugger if aligned with protocol or applying warm blankets to hands, head and feet. Room temperature had already been adjusted. Per follow up information received via phone on 28dec2023, spoke with nurse who confirmed patient completed therapy without further issue. Unsure of device sn as the device was sent back to the floor for other patient use. Unable to identify any patient identifiers or medications.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as the follow up information confirmed that the patient completed therapy therefore not reportable as per guidelines. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device alarming 115 (prolonged warm water exposure). Nurse noted that was difficulty getting patient to targeted temperature (tt). Asking about alarm and additional suggestions for assisting. Water temperature (wt) was consistently 39-40c. Noted good coverage and patient was bundled into the pads. Noted alarm was safety notice to remind them to do their diligent skin check according to their protocol. Patient temperature (pt) was 36.4c, targeted temperature (tt) was 37c, water temperature (wt) was 39.9c, water flow rate (wfr) was 3.1 l/m discussed adding a bair hugger if aligned with protocol or applying warm blankets to hands, head and feet. Room temperature had already been adjusted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as the follow up information confirmed that the patient completed therapy therefore not reportable as per guidelines. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming 115 (prolonged warm water exposure). Nurse noted that was difficulty getting patient to targeted temperature (tt). Asking about alarm and additional suggestions for assisting. Water temperature (wt) was consistently 39-40c. Noted good coverage and patient was bundled into the pads. Noted alarm was safety notice to remind them to do their diligent skin check according to their protocol. Patient temperature (pt) was 36.4c, targeted temperature (tt) was 37c, water temperature (wt) was 39.9c, water flow rate (wfr) was 3.1 l/m discussed adding a bair hugger if aligned with protocol or applying warm blankets to hands, head and feet. Room temperature had already been adjusted. Per follow up information received via phone on 28dec2023, spoke with nurse who confirmed patient completed therapy without further issue. Unsure of device sn as the device was sent back to the floor for other patient use. Unable to identify any patient identifiers or medications.